Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the c02 levels were very high with an unspecified bd edta tubes. The following information was provided by the initial reporter: (2 of 2 complaints). We experienced very high co2 levels on both of our chemistry analyzers. It seemed to last only one day and I'm not completely sure what caused it. It may have been a water problem. We have experienced different results on the same edta samples between our dxh800 and 900 hematology analyzers.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that during use the c02 levels were very high with an unspecified bd edta tubes. The following information was provided by the initial reporter: (2 of 2 complaints) we experienced very high co2 levels on both of our chemistry analyzers. It seemed to last only one day and I'm not completely sure what caused it. It may have been a water problem. We have experienced different results on the same edta samples between our dxh800 and 900 hematology analyzers.